Manufacturer narrative:
With the limited amount of information that was provided, siemens has concluded that an automatic motorized movement of the eccentric axis is not possible as this axis can only be mechanically moved by the user. It can only be assume that the described failure must be a result of a malfunction in the encoder, a malfunction in the table control unit or a user error. Most likely, the failure was caused by a temporary radiation damage of the internal flash of the eccentric encoder itself. Dependent on the affected flash range, a reboot or recalibration fixes the problem. A more detailed investigation cannot be conducted given the limited amount of information provided. Considering this, no corrective action is initiated.

Manufacturer narrative:
Investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2017 that the 550txt treatment table had moved eccentrically by 0.3° after the table had been placed in a locked condition. The movement became apparent when the treatment plan was downloaded and the user attempted to deliver the treatment. However, no injury or mistreatment to a patient has been reported.